Manufacturer narrative:
(B)(4). Conclusion: one open package was returned for evaluation. The foil was so severely damaged that the entire outline of the paper folder was clearly visible. A dye penetration test was performed in the areas circled on the opened packages. None of the dye penetrated indicating that the "holes" were actually stress fractures of the foil layer and that no atmospheric conditions were entering the package. Due to the severity of the damage, it couldn't be determined when or how this damage occurred, however, it most likely occurred outside the manufacturer's control. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had pin prick holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.